Event description:
The customer's mother reported on (B)(6) around bedtime her son's blood glucose was reading between 8 (144 mg/dl) to 10 mmol/l (180 mg/dl). He later (exact time was not provided) tested his bg again and it measured "high" (27.8 mmol/l or 500 mg/dl) so he gave two correctional boluses of 0.6 and 0.8 units of insulin. His bg was still reading "high" (greater than 500 mg/dl) and he decided to deactivate the pod. Upon removal he noticed the cannula was bent in half and there was also a lot of blood in the cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.